Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the problem was resolved after the ECG signal jumper cap on the front panel was adjusted. On march 11, 2026, all functional and safety checks were completed according to factory specifications, and the system was restored to operation. This fault is due to the monitors signal not being transmitted to the device, therefore no fault log was taken. All functional and safety checks were completed according to factory specifications, and the system was restored to operatio

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit, e1 event site name: (B)(6). Due to characterization limit, e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) couldn't receive the ECG signal from the monitor during use. There was no injury reported.